Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's main board was replaced to address the issue. Due to observed water degradation, the blower assembly, blower cap, blower housing, internal foam, blower box mount, right panel assembly and ac/dc connector were also replaced, which was not related to the malfunction/issue.